Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented in the emergency room in third degree heart block with loss of capture in the rv. There was a pacing impedance measurement were greater than 2000 ohms a few weeks ago. They were able to reprogram to unipolar and get normal pacing impedance measurements and threshold measurement of .4 volts at .4 milliseconds. The physician elected to surgically abandoned and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.